Manufacturer narrative:
Additional information: the claimed product (uh801 - bipolar high frequency cord, 400 cm) was not returned to karl storz tuttlingen for investigation. Therefore, physical technical inspection is not possible, and a clear conclusion cannot be drawn. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported:during hysteroscopic transcervical resection of the endometrium, the patient developed convulsions when the foot pedal was pressed to activate resection. After confirming the anesthesia depth, the patient still responded when the foot pedal was pressed again, with reflex muscle contraction triggered by the pedal. The surgery was suspended, and another set of resection equipment, instruments, endoscope and electrode were replaced. A current leakage is suspected, and the patient suffered a mild electric shock. No skin burns (such as redness, blisters, eschar, etc.) Were reported postoperatively, but muscle pain masked by the postoperative analgesia pump cannot be excluded. Due to the reported electric shock, this case is deemed reportable.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).